Event description:
The date of event is unk. It was reported to boston scientific corp that a button replacement gastrostomy device was placed. According to the complainant, a physician informed her that sometime after placement of the device, the device was broken. The complainant believed it was possibly the right angle feeding set that had broken. Pt info was not provided. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device cold not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).